Event description:
The nurse injected the insulin to a pt using autoshield at a 90-degree angle, as she was instructed. She noticed blood at the injection site, so she was sure the medication was administered. She received a needle stick injury while using autoshield. She recalls hearing a noise after she was stuck and wondered if the needle sheathed itself at that point.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.